Manufacturer narrative:
Investigation: no units or photos were provided for observation and/or testing of this incident therefore the alleged defect was not identified or confirmed and a root cause was not established. Without the actual sample for evaluation and testing there was no physical/mechanical evidence to confirm or support manufacturing process related issues for the defect stated in the pir. All challenge, set-up, and in process samples were performed per quality control plan and all passed per specifications. There were no indications of the reported defect, as there were no reject activity findings throughout the build of this lot that would impact the quality of the product.

Event description:
It was reported that a bd insyte¿ autoguard¿ shielded IV catheter did nothing when the safety button was pushed. The report is as follows, "I spoke to materials management as well as the infusion unit. Chief complaint is that nothing happens when the safety button is pushed. In other words, the needle isn't retracting and the customer says the button feels stuck."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ shielded IV catheter did nothing when the safety button was pushed. The report is as follows, "I spoke to materials management as well as the infusion unit. Chief complaint is that nothing happens when the safety button is pushed. In other words, the needle isn't retracting and the customer says the button feels stuck."